Event description:
It was reported that air in line message every few minutes. There was no reported patient involvement.

Manufacturer narrative:
Correction: event has been determined to not be reportable, please disregard previous report.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from manufacture date 08/03/2015 to present date 09/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that air in line message every few minutes. There was no reported patient involvement.